Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6) hosp data. Patient ID: (B)(6). It was reported that the procedure was to treat the left anterior descending artery. On (B)(6) 2015, a 2.5 x 28 mm and a 2.5 x 33 mm xience xpedition stent were successfully implanted in the lesion. The patient was discharged on (B)(6) 2015. However, on (B)(6) 2018, the patient was re-hospitalized for angina that they were experiencing for the past 3 years, which became worse in the past 3 days. The patient was diagnosed with acute coronary syndrome. Standard medication was administered and the patient recovered. They were discharged on (B)(6) "2016". Per the physician, the angina was not related to the stents. No additional information was provided.